Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-02868, 2134265-2013-02870, 2134265-2013-02872, 2134265-2013-02873. Same patient as: 2134265-2011-05577, 2134265-2011-05578 and 2134265-2012-01246, 2134265-2012-01247. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi). In (B)(6) 2010, the patient presented with unstable angina (braunwald classification iiib) and cardiac catheterization was recommended. The de novo 1st target lesion was located in the distal right coronary artery (dist rca) with 95% stenosis and was 10mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilation and placement of a 2.50x20mm taxus liberte stent. Residual stenosis was 0% following post-dilation. During the procedure, two kinetics wires were unable to cross the lesion in the rca. In addition, post stent deployment, a small branch which was wired during the procedure was noted to be occluded, but this branch was less than a millimeter in diameter. The de novo 2nd target lesion was located in the proximal right coronary artery (prox rca) with 70% stenosis and was 6mm long with a reference vessel diameter of 3.75mm. The target lesion was treated with direct placement of a 3.50x12mm taxus liberte stent with 0% residual stenosis. One hour post index procedure, the patient developed chest pain and st elevation with troponin elevation to 0.65ng/ml. The occluded side branch was considered to be the culprit for the patient's symptoms. Continued medical management was recommended without any further intervention. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, three taxus stents were placed from proximal to distal rca. In (B)(6) 2013, the patient presented with complaints of severe chest pain. Cardiac enzymes were elevated. The patient was diagnosed with acute inferior myocardial infarction and was referred for cardiac catheterization. The patient was treated medically due to multiple prior procedures and unaddressed risk factors (smoking). During the course of this event the patient also developed aspiration pneumonia which was treated medically. In-stent restenosis of the study stents was noted in the rca. At the time of the event, the patient was on aspirin only. The study drug was last taken in (B)(6) 2011 and other antiplatelet medication was last taken in (B)(6) 2012. At the time of reporting, the events were considered to be resolved without residual effects. The patient was discharged on aspirin and prasugrel. One week later, the patient returned emergently with complaints of chest pain radiating down both arms associated with shortness of breath, diaphoresis and nausea. ECG changes indicated possible myocardial infarction. Troponin levels were elevated. The patient was diagnosed with a second myocardial infarction and was hospitalized. At the time of the event, the patient was on aspirin and prasugrel. The patient was treated medically. Hospice and dnr status were discussed due to the increased risk of further intervention. At the time of reporting, the event was considered to be recovering/ resolving. The patient was discharged on aspirin and prasugrel.